Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m58 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the right atrial (ra) lead "broke" and was capped and replaced. No patient complications have been reported as a result of this event.